Event description:
It was reported that the tip of the guide wire broke off during use inside the coronary system. Reportedly, another guide wire was used to snare the tip and bring it out of the pt. No pt injury was reported.